Event description:
It was reported that during an unknown procedure, the clips were not holding the tissue when applied. As soon as the clip applier is released, the clip flies off. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did clips fall off of tissue after being applied? Unknown. Did clips "fly" off of clip applier? Yes. How was case completed? Unknown. Did any bleeding occur? Unknown. Were any blood products given? Unknown. Was there any change to procedure or post op patient care? Unknown. How was case completed? Unknown. These clips were used with el-414 clip applier. I haven¿t been able to speak to surgeon to get more info.